Event description:
Procedure: according to the reporter: the spacemaker plus can't get the balloon to inflate, difficulty putting instrument in and taking it out. They were able to get the obturator in, but couldn't get the balloon to inflate. Yesterday's patient (B)(4) they had to open and todays (B)(4) they used a different device from another company.

Manufacturer narrative:
(B)(4).